Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness, cough, dry throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust/dirt and white powder contaminants found around the air inlet. White powder contaminant found around the iso port. Light beige contaminant on front panel. Grey contaminant and beige contaminant on bottom enclosure. Water ingress and white powder contaminant found on blower box. Dark grey contaminant found at the blower seal on the blower box. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of dirt, dust, grey contaminant, light beige contaminant and white powder found were external to the device and water ingress consistent with blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.